Event description:
Trach cuff noted to be leaking consistently. Respiratory therapist (rt) notified. Cuff inflated x2. Continued leaking. Rt at the bedside, advanced practice provider (app) notified. Rt tested equipment at the bedside prior to replacing trach and noted abnormal inflation/partial inflation of cuff (lot # 2909288). New trach obtained, cuff appeared to be functioning properly and placed by rt. After removal, trach found to be not functioning properly - as cuff did not inflate at all.